Manufacturer narrative:
The device was returned and evaluated. Investigation found a hole in the exposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through the hole. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Although the soft cannula was damaged, the timing and cause of the damage are unknown. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours on the leg. It was reported that the pod was leaking insulin. As treatment, a new pod was placed.